Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery life was shorter than expected by the user. Reportedly, the pump had a hairline crack on the battery compartment below the battery cap. There was no reported damage to battery cap, but the cap did not fully tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: during investigation, a review of the black box showed one low battery warning. No evidence of excessive battery usage or short battery life was observed in the black box. The battery compartment was found to be cracked. The battery cap had damaged threads and was unable to fully tighten to the pump. A power loss was observed. A test battery cap was used for the investigation. The pump was powered on normally during testing with no power loss occurring. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The battery life issue was not duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.